Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported error 86 was replicated and confirmed. In logs, the error 86 was found indicating an out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. This core redundant power tray assembly was installed and tested on the final test is4000 system 1 where error 86 was triggered, replicating the reported event. Reviewing the repair history, this is the second time return for error 86, and the ipd cfg was replaced to addressed this error. To troubleshoot the root cause of this reported event, the redundant core power controller pca was replaced with a known good gold unit, power cycles the system 12x with no error reported, let it idle overnight in normal mode with no error triggered. In conclusion, the power controller pca was aba tested and was verified to be the root cause of the reported event. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that error 86 occurred when the system powered on. The tse guided the caller to hard power cycle the system, but the error was not resolved. The tse noted that the error was pointing to an issue with the intuitive surgical core power distribution (ipd). The procedure was converted to laparoscopic surgery with no reported injury.